Event description:
It was reported that a shaft fracture occurred. A 15mm x 2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon suddenly fractured into two sections during the delivery process. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was table. It was further reported that the target lesion is 80% stenosed target lesion located in a non-tortuous and mildly calcified anterior descending branch, and the separation/ fracture from the hub was about 15-20 cm.

Manufacturer narrative:
B5 updated. E1: (B)(6).

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that a shaft fracture occurred. A 15mm x 2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the balloon suddenly fractured into two sections during the delivery process. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was table.